Event description:
On 11th february 2026. Rayner received notification from a healthcare facility in france of an event that occurred during use of a rayone galaxy toric rao615x. The event description provided states that the lens was inserted backwards in the injector and delivered into the eye in the incorrect orientation. The lens was explanted and exchanged.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens was inserted backward into the injector and was delivered into the eye in the incorrect orientation. The lens was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. Following the launch of rayone as part of a validation exercise, we collected data to evaluate orientation in our iols. From the data we were able to draw the following conclusions: product tests from every batch show us that the lenses are very rarely loaded upside down. Orientation can be corrected during injection. The rayone hydrophilic and hydrophobic ifus include specific instructions in "use of rayone" section fig 7: "in the case of iol rotation during ejection from the nozzle, gently rotate the injector in the opposite direction to counteract any movement." Certain actions can influence the orientation of the lens e.g., removing the injector from the blister tray prior to insertion of ovd/flap closure (deviation from the IFU) resulting in a change of lens position within the cartridge. Too little, or no ovd can lead to misalignment of the lens and in a very small number of cases (estimated to be less than 2%), a failed or damaged injection. It should also be noted that injecting ovd into any other part of the rayone injector (e.g., including directly into the nozzle tip) is not described in the IFU and could cause the iol to become misaligned and/or lead directly to injection issues. Using the correct amount of ovd (equivalent to approximately 0.3ml) ensures that enough force is generated to mechanically move the iol down into the bottom of the chamber ready for folding. Our review of production records for the rayone galaxy toric rao615x batch 104253358 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy toric rao615x batch 104253358. Without the ability to examine the device and without clear event details being provided it is not possible to determine the root cause of the event.